Manufacturer narrative:
The lot number was provided and a review of the device history records is currently underway. The device was not returned for evaluation. The investigation is currently underway. Note: this is the same event and same patient as manufacturer report numbers 2020394-2011-00170 and 2020394-2011-00177.

Event description:
It was reported that a patient experienced pain and a left thigh hematoma one hour after completion of a cto recanalization procedure in the left sfa. Vessel perforation with extravasation was identified, intervention was performed and treatment consisted of angioplasty and placement of three stent grafts in the sfa. Post intervention, the patient required a blood transfusion. Multiple interventional devices were used during the initial procedure and it is unknown which device caused the perforation. There was no reported malfunction of the cto device. The patient was reported to have recovered.